Event description:
It was reported that the customer was taken to the emergency room (ER) via ambulance and was subsequently hospitalized with a blood glucose level of 487 mg/dl and ketones at 1.2 mmol/l. Prior to going to the ER, the customer experienced vomiting and a loss of consciousness. In the hospital, the customer was treated with intravenous saline and insulin. Reportedly, the customers continuous glucose monitor (cgm) indicated the customer bg was low, and the customer addressed this accordingly. System check with technical support confirmed the pump was functioning as intended. At the time of the report, customer has not been released from the hospital.